Manufacturer narrative:
A ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in o2 leak. There was no patient involvement.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to high pressure cylinder leaks that progress from a slow leak do not impact function, as cylinder pressure is significantly reduced by the regulator and a cylinder leak will not affect function unless it is significant. The user's reference manual instructs to check that there is sufficient reserve capacity in the cylinder as part of preoperative checkout. There is no report of performance issues. Nonsignificant leaks in high pressure o2 in drive gas or fresh gas delivery are non-hazardous.